Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the hospital post-implant with pleuritic pain due to rv lead dislodgment. The rv lead was explanted and replaced. The patient was stable post-procedure.